Manufacturer narrative:
(B)(4). Date sent: 4/21/2021. Additional information was requested and the following was obtained: was the broken piece of the blade tip successfully retrieved? The answer is unobtainable. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. Due to the condition of the returned device we could not test for the reported tissue effect issues. The device was disassembled to inspect the internal components and no anomalies were found. It should be noted that product failure is multifactorial. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. This is a analysis for a set of images submitted to ethicon endo surgery for evaluation. Image 1: the image provided by the customer is that of what appears to be an harh36 instrument with the blade tip broken off. Image 2: the image provided by the customer is that of the distal jaw of what appears to be an harh instrument. A closer look at the clamp arm interface shows the blade tip broken off. Image 3: the image provided by the customer is that of what appears to be an harh handle where the batch and serial can be observed as u9597x, 20267-0380. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. It should be noted that product failure is multifactorial. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: u9597x. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: was the broken piece of the blade tip successfully retrieved? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure the scalpel was hard to cut. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.